Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Bg was "low" per pump readings and was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, pump settings were adjusted to match customer's healthcare provider's recommendations.